Event description:
Patient presented to the physician with ear pain and neck pain. Physician prescribed steroids. Patient presented back to the physician with continued pain. Physician administered steroid injections to address the pain. This resolved the issue.